Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed an unexplained power on reset followed by a time/date reset to default settings. The pump powered back on to the correct time/date and deliveries resumed. A manual time change was found in the black box. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and the basal history and total daily doses were correctly recorded. No delivery interruptions occurred during the testing. The complaint was unable to be duplicated. Unrelated to the original complaint, the audio bolus button cover was torn but still operable. Additionally, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. It was reported that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.